Manufacturer narrative:
(B)(4).

Event description:
New information reported that the lead had exhibited low impedance. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead through a remote merlin.net transmission. The asymptomatic patient was seen in clinic where the noise was unable to be reproduced. Device reprogramming was performed and the patient would continue to be monitored.